Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown nails. Part#, lot# and UDI # is not available. Implanted/explanted date: unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown nails. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mayr, e., barnikel, ch., braun, w. And ruter, a. (1995), closed tibial fracture - reamed or unreamed nailing? A clinical study, central journal for surgery, vol. 120, pages 24-31 (germany). This retrospective study aims to investigate whether the reaming of closed tibia fractures can, in contrast to the rigid system of the a0-universal nail with its ¿three-point deadlock¿ used to date, benefit from the gentler utn process. The study included 70 patients who were divided into two groups. 35 patients (29 male, 6 female) recorded between september 1991 until may 1993 were included for the unreamed tibial nailing (utn) group, while 35 patients (25 male, 10 female) recorded between february 1990 to september 1991 a0-universal tibia nail. The total treatment duration was at 3.8 months for the utn group, and at 5.3 months for the a0-universal group. The following complications were reported for the utn group: four cases of deformation or breakage of the locking bolt. One case of the loss of proximal occlusion screw in the medullary canal of the proximal tibia. Two cases of metal removal interventions for broken locking bolts. One case had a loss of the proximal locking screw, which was used in treatment of an a1 fracture with g0 soft tissue damage. 4 months after the accident, the fracture was restored with fracture lines already detectable. Two cases of postoperative valgus deformities of 10° and an external rotation misalignment that had to be corrected surgically. One case of postoperative compartment syndrome. This was successfully treated with an early fasciotomy. One case of repeated operation for de-rotation in an external rotation misalignment observed postoperatively. One case of dynamization of two fragments that were too far apart. A (B)(6)-year-old patient with an a3 fracture and g2 damage had pseudarthrosis. It was incurred during a changeover to an a0 universal tibia nail for recovery. A (B)(6)-year-old arterial occlusive disease patient who had suffered a tibia fracture type c3 in the middle tibia with g2 soft tissue damage from a polytrauma resulting from a car accident had a critical reduction of circulation in the arterial terminal vessels because of the sustained soft tissue trauma. There was also a corresponding tissue loss so that tibia amputation was the only therapeutic last resort. An (B)(6)-year-old diabetic with arterial occlusive disease of the upper and tibia type, who sustained an a2 fracture with g1 damage from a domestic fall. There was a critical reduction of circulation in the arterial terminal vessels because of the sustained soft tissue trauma, and there was also a corresponding tissue loss so that tibia amputation was the only therapeutic last resort. The following complications were reported for the a0-universal group: one case of compartment syndrome, which was treated with a decompressive fasciotomy. One case of axial misalignment (combined varus / recurvation position), which was treated with dynamization in the 5th postoperative week. One case of postoperative hematoma, which was treated with a hematoma removal. One case of soft tissue infection, which was treated with a debridement. One case of osseous infection, which was treated externally with a procedural change on the fixator. Three cases of pseudarthroses, one of which was causally related to another infection, and two thromboses, one of which led to a pulmonary embolism. The infection-pseudarthrosis occurred after an a2 fracture of the middle third section with g3 soft tissue damage, and was treated externally with a procedural change on the fixator. And the other two occurred with high-grade fractures (b3 and c2) with a g0 damage. These were treated with secondary bone grafts. This report is for unknown quantity of unknown nails. This is report 4 of 4 for (B)(4)..